Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no abnormalities. Permeability test: the test showed that the m.blue is permeable. Computer control test: the computer control test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1.60 cmh2o. This is within the specified tolerance of 0 - 4 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 28 cmh2o in the vertical position, a pressure of 28 ± 8 cmh2o is expected. He results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue had a pressure of 31.09 cmh2o. This is within the specified tolerance of 28 ± 8 cmh2o. Adjustability test: the m.blue was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the gravitational unit of the m.blue was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, no deposits were found in m.blue. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we could not determine a functional deviation at the time of our investigation. At this time, we cannot explain the reason for the malfunction described above. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a pm.blue (#fx800t) was implanted in combination with a shuntassistant 2.0 during a procedure performed on (B)(6) 2023. According to the complainant, the valves were believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 34 years. Height: 160 centimeters (cm). Weight: 52 kilograms (kg) gender: female. Same event/ patient as medwatch#3004721439-2023-00139.